Manufacturer narrative:
(B)(4). Insulation damage was found at 33.2 to 33.6 cm from distal end consistent with clavicular crush damage. This is consistent with the observation from the field of noise.

Event description:
It was reported that oversensing and noise episodes was observed on the electrogram. The lead was explanted and returned. There where no consequences for the patient.